Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The real-time egm showed the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended to resolve the oversensing issue.

Event description:
New information received indicated that the recommended programming changes were made. Patient is in good condition.

Event description:
New information received indicated that asymptomatic patient presented in-clinic for follow-up. Non-sustained ventricular oversensing due to another instance of post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were discussed but no changes were made. It is unknown if changes will be made in the future.